Manufacturer narrative:
No product was returned for evaluation. The reported event of clock not set alarms was confirmed through the evaluation of the submitted system controller log file; however, the investigation was unable to determine why the system controller's clock reset to default settings. The log file captured 208 entries of data on the default date of january 1, 2001, all corresponding with clock not set alarms. The log file did not contain the events prior to the date and clock reset. The pump speed value matched the set speed value of 8600 rpm for all events. The clock was reset on (B)(6) 2018 at 12:07:07 pm and operated normally for the remainder of the log file. No atypical alarms were captured and no interruptions in pump power were recorded. The pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 6 years. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that upon interrogation of the lvad system during the patient's clinic visit on (B)(6) 2018, a controller clock not set message was observed on the system monitor screen. The patient's log file was submitted to the manufacturer's technical services department for analysis and confirmed yellow wrench alarms with a time clock reset flag, indicating that the system controller had lost all external power causing a pump stoppage. The recorded data was consistent with the patient sleeping while on battery power. The patient was asymptomatic. No additional information has been provided.

Manufacturer narrative:
The manufacturer is closing the file on this event.